Manufacturer narrative:
E1: patient city: (B)(6). Patient country: israel. H11: request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in israel. It was reported that the patient experienced low blood glucose levels on (B)(6) 2026 as patient was not disconnected during the rewind/prime sequence. The patient low blood glucose levels were treated by eating food. No further information available.